Manufacturer narrative:
Visual inspection of the implant revealed portion of screw remained stuck inside the implant. The remaining portion of the screw has not been returned for review. The external surface of the implant has been grossly damaged, likely from complainant attempt to remove the previously integrated implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw inside the implant. The screw could not be removed, therefore the dentist removed the implant.